Event description:
The facility's nurse reported that after the weight of the patient was entered in kilograms, it switched to pounds on its own. The pump was infusing propofol at a dose of 60mg/kg/min on channel a. The infusion was programmed using kilograms. The programming was verified at 7:30am and was correct. At 11am,it was found that the weight in the pump's programming had switched to pounds. According to the nurse, no patient injury or need for medical intervention resulted. No additional information available.